Manufacturer narrative:
Manufacturer's investigation conclusion: driveline fault alarms were confirmed via the submitted log file. The submitted log file contained events and data captured from 08aug2023 to 19sep2023. Driveline fault alarms consistent with phase 2 were active throughout the entire log file, which is redundantly supported by the black and brown wires. Pump function was not interrupted. Based on heartmate ii complaint history and similarly reported events, the driveline fault alarms captured in the log file are consistent with potential driveline wire compromise; however, a specific cause for the driveline fault alarms cannot be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. Heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Information that covers visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. Information that covers visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced driveline faults and short pump stop during driveline manipulation. The log files confirmed the driveline faults. However, the reported pump stop was not recorded in the log files. The patient was admitted to the hospital and was under evaluation for transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.